Manufacturer narrative:
The customer canceled the service request. No add'l info is available.

Event description:
The customer reported that the 9600 system would not fluoro. No pt injury was reported.